Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified test strips expire 08/13/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory. (B)(6). Customer wife is concerned with the 3 low results in the meter's memory. No adverse event reported.